Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported issues with leakage in the nicu despite priming correctly and changing out product every 24 hours. Per the customer, the leakage is not a result of the products being improperly connected. There's no report of patient harm.

Manufacturer narrative:
The photo provided by the customer identified two mating devices connected inside a biohazard bag. A white solution was observed inside the fluid path of the set. The root cause of this failure was not identified.

Event description:
The customer reported issues with leakage in the nicu despite priming correctly and changing out product every 24 hours. Per the customer, the leakage is not a result of the products being improperly connected. There's no report of patient harm.